Event description:
The customer reported to philips healthcare, "no battery backup". This was clarified to mean that the device was showing a low battery message. There was no pt involvement.

Manufacturer narrative:
(B)(4).